Manufacturer narrative:
Event site name: (B)(6). Event site city: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - hled. It was stated the cap falls off from fork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 25th january, 2024 getinge became aware of an issue with one of surgical lights - hled. It was stated the cap falls off from fork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 25th january, 2024 getinge became aware of an issue with one of surgical lights - hled. It was stated the cap falls off from fork. Designated complaint unit employee confirmed based on photographic evidence the cap from fork was missing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - hled. It was stated the cap falls off from fork. Designated complaint unit employee confirmed based on photographic evidence the cap from fork was missing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. As stated by subject matter expert at the manufacturing site, the most likely root cause of the issue with end cap is an incorrect mounting of the part. The fact that device leaves the factory with such a partial positioning is highly unlikely. The end cap has been removed or reinstalled on site during installation or a maintenance procedure. A shock with another device like a spring arm or main arm cannot be the root cause. This possibility was tested without consequences for the end cap. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 25th january, 2024 getinge became aware of an issue with one of surgical lights - hled. It was stated the cap falls off from fork. Designated complaint unit employee confirmed based on photographic evidence the cap from fork was missing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.